Event description:
When surgeon placed instrument into trocar she noticed the distal tip was broken at the jaw. The instrument was not used - it was replaced with a new one.what was the original intended procedure?robotic assisted total laparoscopic hysterectomy.bilateral salpingo-oophorectomy.bilateral pelvic and common iliac lymphadenectomy.device #1is this a laboratory device or laboratory test?no.